Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2015-00190 for the correction of : date of this report. The date was inadvertently enter as 09/04/2014. Date of this report is 09/04/2015.

Event description:
This report is being submitted as follow-up # 1 for mfg. Date of this report. The device manufacture date was inadvertently enter as 09/04/2014. Date of this report is 09/04/2015.

Manufacturer narrative:
The actual sample was not returned to the manufacturing facility for evaluation and the involved lot number is unknown. A current product sample (rf-gs35153 lot# 150716) was evaluated as follows. Visual inspection revealed no anomalies or defects. Magnifying view of the outer surface revealed no anomalies or defects, along the total length. The outside diameter was measured along the total length and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. The urethane layer on a given segment was sheared off the wire intentionally for the purpose of checking the state of adhesion of the urethane layer to the core wire. With no lifted urethane outer layer or gap between the core wire and the outer layer, no anomaly was revealed. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidences that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation results verified that the current product sample did not have any inherent deficiencies which would relate to this complaint. It is likely that the urethane layer of the actual sample was sheared off the wire when the actual sample was withdrawn through the involved metal needle. With no return of the actual sample to be evaluated, however, the cause of this complaint cannot be determined definitely. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: warning: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Device not returned to manufacturer.

Event description:
The user facility reported that the urethane coating layer of the actual device came off during a renal disease treatment. Follow up communication with the user facility reported the following information: there was strong resistance when the actual device was being withdrawn through the puncture needle used in combination with. It was reported the customer continued pulling it back. As the result, the urethane layer, approximately 10cm in length was sheared off the wire and remained in the urinary duct.